Manufacturer narrative:
There was no blank display noted. The pump alarmed failed battery test due to corroded battery tube. The pump was unable to test the operating currents, low battery alarm and off no power alarm due to failed battery test alarm. There was no damage noted on case or on isolation tape on lcd. There was no moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level at the time of incident was 132mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.